Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue; pump emits a "hi" sound within three minutes of replacing battery. This is a continual issue without a known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2015 with the following findings: review of the black box data revealed one call service alarm cs088. On investigation, the pump performed the ez-prime steps successfully. The pump was exercised for 24 hours without an unusual alerts occurring. The pump case was removed; no damage, defect or contamination of the pump¿s interior components was observed. Investigation did not duplicate the complaint and the pump was found to be performing within required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).